Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly due to her high blood glucose levels. Blood glucose level at the time of the incident was above 400 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 223 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.